Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reports the remote will not turn on at all anymore and has tried batteries. Caller states pt has used the recharger to do so. A replacement programmer was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37746, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37746, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.